Event description:
A customer reported to beckman coulter (bec) hotline support that fluid was observed on the tip of the cartridge chemistry (cc) sample probe and multiple analytes failed calibration on their unicel dxc 600i synchron access clinical system while completing maintenance. No erroneous patient results were generated and there was no change or effect to patient treatment associated with this event. No direct exposure occurred.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed a leak from the sample probe into the drip tray when the probe was washed or primed. The fse replaced multiple parts to correct the leak and calibration failure and was unable to assign a cause for the leak. The fse replaced the t-valve, collar wash valve, collar wash and sample probe.